Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from the first event in the log file (captured on (B)(6) 2021 at 11:24:17) to (B)(6) 2021 at 14:31:52 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The log file also captured intermittent low voltage advisory alarms that were not associated with routine battery depletion on (B)(6) 2021 at 21:41:28 and at 22:19:07 due to the voltage levels fluctuation, causing the voltage to drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power lead. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information (including if the alarms resolved, and if so, how, and if any products will be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09aug2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having power cable disconnect alarms in the clinic. The patient had previously changed his controller at home due to the same alarms, which appeared to occur while on batteries. The patient was provided with new clips, and instructed to clean the batteries and clips every two weeks with alcohol.